Event description:
During a transanal rectocele correction procedure, the device did not regularly close the clips and the scalpel only partially cut the rectal mucosa and submucous plane. The case was completed with sutures. There was no patient consequence.